Event description:
It was reported the pt underwent valve replacement surgery sometime in 2007 or 2008 (exact date unk) for valvular aortic constriction associated with 5 bypass grafts. Postoperatively an echocardiogram revealed an elevated gradient. After four months of antivitamin k therapy (atk) a new echocardiogram revealed a decreased gradient. The device remains implanted.